Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that they were in the hospital for possible renal failure, and blood clots in their legs and lungs unrelated to the device. The patient stated that there were 6 or 7 doctors trying to find out what is wrong with them and on sunday ((B)(6) 2016) and monday, a 360 degree lung function test was performed. The doctors think that the blood clot has traveled from the patient's right leg to their lungs and that their implant is causing interference so they want it to be turned off until they find out what's wrong". The patient noted that he called to inform the manufacturer that he will be turning the stimulator off as the doctors suggested. The patient also indicated that they will not be charging the device and is going to let the stimulator die down. It was reviewed that this could result in an overdischarge and was informed to follow up with their health care provider if this occurs. The patient called back indicating that they were in overdischarge and wanted to know how to get the battery going. The patient noted that they already called their health care provider and left them a message. Additional information was received from the patient reporting that they do not have nor have they ever had a renal problem (renal issue was speculation). They do however have a clot in their right leg. The patient stated that they are taking warfarin for their blood clots. The patient further stated that they had charged their implant prior to being admitted to the hospital on (B)(6). They tried without success to charge the battery on (B)(6), so they allowed the battery to discharge. On friday afternoon ((B)(6)) the patient decided to try recharging the implant and it to the patients surprise, completely recharged after 3 hrs. The patient noted that they are now charging their battery on a daily basis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.